Event description:
During training, a medtronic representative reported when opening the generator , there were sparks from the back of the generator door. Investigation revealed that the fuse f3 was blown and the drive solid-state relay (drive ssr) was found to be shorted on the switch and were replaced. They then powered the system on and tested the drive function which was working properly. Again they powered down the o-arm and after shutting down completely the unit had the ability to move. A few days later, the system exhibited similar sparks from the back of the generator door, when opening the generator. The source of the sparks was the shorted black wires running to the f3 fuse holder. While fuse f3 remained intact, the relay was shorted again. The ssr was measured to confirm the same measurement as with the previous ssr. The fse pressed the "e-stop" button to confirm functionality, and the system still had the ability to drive even after turning the power off. The drive ssr has been replaced and the system is now functioning properly. This event was reported on a training unit and not in the operating room. No patient was present at the time of the alleged malfunction.

Manufacturer narrative:
No patient was present at the time of the alleged malfunction. Electrical evaluation of relay returned to the manufacturer confirmed that the relay was shorted on the output, between pin 1 and 2.